Manufacturer narrative:
Follow-up #1 date of submission 02/23/2016-product analysis:the device was returned and evaluated by product analysis on 02/11/2016 with the following findings:review of the pump¿s black box revealed evidence of a loss of prime issue. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s force sensor calibration was found to be within specification. No damage or defect was found to the force sensor components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reported contacted animas alleging the patient's blood glucose on an unspecified date was 500 mg/dl with nausea and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. A loss of prime issue was reported, and the issue had occurred with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because the reported health event was attributed to a pump malfunction.